Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: deflation, capsular contracture baker grade ii.

Event description:
Nbir reported on behalf of healthcare professional, right-side capsular contracture baker grade ii and deflation. Device has been explanted and replaced.